Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2022-00501.

Event description:
The patient was undergoing a thrombectomy procedure in the femeral artery using an indigo system aspiration catheter 7 (cat7) and a non-penumbra sheath. During the procedure, the physician advanced the cat7 into the sheath and began aspiration. Next, when the physician removed the cat7, it was noticed to be fractured at the proximal end at the sheath hub. Subsequently, the physician removed the cat7. It was reported that a second cat7 also fractured at the proximal end at the sheath hub. The procedure was completed with an indigo system aspiration catheter 6 (cat6) and tpa. There was no report of an adverse effect to the patient.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral artery using an indigo system aspiration catheter 7 (cat7) and a non-penumbra sheath. During the procedure, the physician advanced the cat7 into the sheath and began aspiration. Next, when the physician removed the cat7, it was noticed to be fractured at the proximal end at the sheath hub. Subsequently, the physician removed the cat7. It was reported that a second cat7 also fractured at the sheath hub. The procedure was completed with an indigo system aspiration catheter 6 (cat6) and tpa. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report: section b. Box 5. Describe event or problem. Evaluation of the returned cat7 confirmed that the device was fractured. Based on the reported event, this fracture was likely the result of a kink at the hub of the sheath outside of the patient and subsequent torqueing. If the cat7 manipulated at an angle outside of the parent catheter, the device may become kinked. If the kinked device is subsequently torqued against resistance, the device may fracture. Further evaluation of the device revealed a kink on the catheter shaft. This damage was likely incidental to the complaint. Evaluation of the returned cat7 confirmed that the device was fractured. Based on the reported event, this fracture was likely the result of a kink at the hub of the sheath outside of the patient and subsequent torqueing. If the cat7 manipulated at an angle outside of the parent catheter, the device may become kinked. If the kinked device is subsequently torqued against resistance, the device may fracture. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2022-00501.